Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic subtotal gastrectomy, when instruments was being put in and out into the device, it was tight and had strong resistance. New device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Manufacturing facility received one sample of product code, bladeless optical trocar with fixation cannula, for further evaluation of the trocar. Both cannula and obturator were received in good conditions. Obturator received was inserted into the cannula and no difficulties were experienced when being inserted and removed. Records f rom each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.